Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information about the patient and event. It was reported the event occurred after the use of biosense webster products, after ablation was performed. The physician¿s opinion is that the cause of the vent was patient¿s condition because the patient had heart failure, the cardiac tamponade might have occurred before the procedure. No medical intervention was provided. It was also clarified that the product code for the device in use during the adverse event was a d134805 with lot # 30384683m. As such, fields have been updated as follows: d 4. Catalog has been updated from unk_smart touch bidirectional to d134805 d4. Lot field has been populated with 30384683m. D4. Expiration date field populated with 6/2/2021 d4. Unique identifier( UDI) field populated with (B)(4) h4. Device manufacture date field populated with 6/3/2020 device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30384683m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12/10/2020, biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a 75-year-old-male, weighing 59kg) with history of heart failure. The event occurred after the use of biosense webster products, after ablation was performed. The physician¿s opinion is that the cause of the event was patient¿s condition. No medical intervention was provided. The patient had fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(6).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. Intervention was not reported. After the ablation catheter was connected, 5 minutes after the since the thermocool® smart touch® sf bi-directional navigation catheter was inserted. A signal noise occurred at the body surface (bs) electro-cardiogram and ablation catheter. There was no error code. The catheter was reconnected, the cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. After the procedure, cardiac tamponade was confirmed in the ventricle by echo. The patient is being followed up and currently recovering. The causal relationship with ablation is unknown. There was no report of extended hospitalization. The physician¿s causality opinion was not provided. The customer¿s reported noise issue is not MDR reportable since the potential for serious injury is remote.